Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly; a battery would only last for thirty minutes before the insulin pump turned off. The patient's blood glucose at the time of incident was 230 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture, though the screen did have a surface scratch. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump is eligible for replacement but no products were returned or replaced.